Manufacturer narrative:
(B)(4). The intraocular lens (iol) was received at our quality assurance laboratory upon which visual inspection revealed that the lens had one (1) broken haptic. In addition, the lens was received with a quarter piece of the optic cut out and appeared to have evidence of viscoelastic. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that there was a loading issue attributed to a handling/user error. In addition it was stated that there was contact with the eye and that the incision was enlarged to remove the lens from the eye. The lens was replaced with the same model, and a suture was used. There was no patient injury reported. No further information was provided.